Event description:
The abutment fractured in the patient's tissue. The doctor was able to remove the abutment and place another one.

Event description:
The abutment fractured in the patient's tissue. The doctor was able to remove the abutment and place another one.